Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: lot number? No further information is available. Do you have a photo for visual analysis? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported that there were supposed to 8 control release needles in the package, but there was a different needle at the very end. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/29/2022. Additional information: d4, g1. Additional information was requested, the following was obtained: lot number : unk rmbaae. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).date sent to the FDA: 11/2/2022.h6 component code: g07002 no device problem found.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one empty open foil, a paper lid, one winding former with eight needle-suture combinations, and one needle that pertains to product code c584d. The product code is a control release and required eight strands per packet. During visual inspection of the returned sample, it was noted an extra needle. The needle was examined and belongs to the product code c584d. In addition, the eight needle-suture combinations were examined and no anomalies or issues related to the product mix were observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.